Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. Medical product - m2a-38 cup 58 mm pn rd118858 ln 402850, taperloc lat pc 9 mm t1 pn 11-103203 ln 148190.

Event description:
Patient underwent a right hip revision due to an unknown reason. During the revision, the femoral head was removed and replaced; a poly liner was implanted.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Event description:
Patient underwent a right hip revision due to an unknown reason. During the revision, the acetabular liner and femoral head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, date explanted - ni, initial reporter - ni, manufacture date ¿ ni.

Event description:
A patient underwent a left hip arthroplasty on an unknown date. It was asked if a m2a magnum product could be switched to a dual mobility. The resolution was that it could not be switched. No revision has been reported to date.